Event description:
It was reported via maude FDA report, "total hip replacement was left hip, upper part-cup was found to be loose. Corrective surgery was needed to correct the problem. Stryker hip - therapy for three days in 2005. Reconstruction surgery in 2007 - therapy 2007 thru early 2008".

Manufacturer narrative:
An evaluation of the reported device cannot be performed, as the device was not returned to the manufacturer. No further information is available at this time. If additional information becomes available, it will be submitted in a supplemental report.